Event description:
Letter from FDA states failed femopatellar component on left knee. Painful popping sensation at patellofemoral joint. Hospital op report states pt revised due to pain. Pt had petellar clunk and stated there was no loosening or osteolysis.